Event description:
Post sapien valve placement, moderate paravalvular leak (pvl) was observed. The valve was post dilated, causing central aortic insufficiency (cai), and requiring deployment of a second valve. The patient was originally high risk for balloon aortic valvuloplasty (bav), and developed cai after valvuloplasty with a true balloon. A 26 mm sapien valve was emergently implanted and rested in a 50:50 position, but there was moderate pvl. The valve was post dilated with a 26 mm true balloon which caused moderate to severe cai. A second valve was placed, eliminating the central leak. This patient¿s native annulus diameter was 25 mm, with moderate aortic root calcification, and moderate native valve/leaflet calcification. The perceived cause of the cai was post dilatation.

Manufacturer narrative:
Per the instructions for use, central valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no cai post valve deployment. The cai occurred after post dilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.